Event description:
Email received from surgeon: "I was able to expand the implant once. But on repeated attempts at expansion the implant is failing to expand in spite of attempting the various methods suggested...I believe there is nothing wrong with the extender because when we try to reverse it is working and the sound on auscultation is perfect. But when we try to extend the implant after reversing the sound on auscultation is perfect at the initial part but it comes to a dead end after the same time we had reversed the implant. Update: "... To cut the long story short, for the past 3-4 years, no lengthening could be done for his operated limb and now there is length discrepancy between the two lower limbs. He has pain and difficulty walking because of this."

Manufacturer narrative:
Reported event: an event regarding seizing involving a jts distal femur was reported. The event was confirmed by x ray review. Method and results: product evaluation and results: not performed as the device remained implanted. Clinician review: the implant in situ was for a jts distal femoral replacement which was inserted in 2017. The surgeon reported that the implant has failed to extend after one successful extension. The recent x-rays (B)(6) 2020 shows that the implant had only small amount of extension after almost three years in situ. This confirms the clinical report. However, the reason for the implant not to be extended requires further investigation. Product history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 8 other similar events. Conclusions: an event regarding seizing involving a jts distal femur was reported. The event was confirmed by x ray review. In august 2020, the surgeon reported that after a discussion with the engineer, he was able to expand the implant once after failed attempts. Later, other repeated attempts failed despite various troubleshooting methods. The surgeon also reported that he believes there is nothing wrong with the extension mechanism because it did work in reverse and the sound on auscultation was perfect. However, when trying to extent the implant after reversing, the sound on auscultation was perfect at the initial part but it stopped after a while. The surgeon confirmed that the patient had 1cm overall extension in the past and that she currently has 2.4 cm of lld. He also reported that the extension mechanism seems to work perfectly in reverse. Update: the surgeon reported the following "[..] In the past 3-4 years, no lengthening could be done for his (the patient) operated limb and now there is length discrepancy between the two lower limb. He has pain and difficulty walking because of this [..] " the exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
Email received from surgeon: "I was able to expand the implant once. But on repeated attempts at expansion the implant is failing to expand in spite of attempting the various methods suggested. I believe there is nothing wrong with the extendor because when we try to reverse it it is working and the sound on auscultation is perfect. But when we try to extend the implant after reversing the sound on auscultation is perfect at the initial part but it comes to a dead end after the same time we had reversed the implant.

Manufacturer narrative:
Reported event: an event regarding seizing involving a jts distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no device remained implanted. Clinician review: medical review confirmed that the device had only small amount of extension after almost three years in situ. Product history review: review of the product history records indicate 1 devices was manufactured and accepted into final stock on 08dec2017 with no reported discrepancies. Complaint history review: there have been other 8 similar events. Conclusions: an event regarding seizing involving a jts distal femur was reported. The event was confirmed by medical review. In (B)(6) 2020, the surgeon reported that after a discussion with the engineer, he was able to expand the implant once after failed attempts. Later, other repeated attempts failed despite various troubleshooting methods. The surgeon also reported that he believes there is nothing wrong with the extension mechanism because it did work in reverse and the sound on auscultation was perfect. However, when trying to extent the implant after reversing, the sound on auscultation was perfect at the initial part but it stopped after a while. The surgeon confirmed that the patient had 1cm overall extension in the past and that she currently has 2.4 cm of lld. He also reported that the extension mechanism seems to work perfectly in reverse the exact cause of the event could not be determined because further information such as pre- and post-lengthening procedures x-rays as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
Email received from surgeon: "I was able to expand the implant once. But on repeated attempts at expansion the implant is failing to expand in spite of attempting the various methods suggested. I believe there is nothing wrong with the extendor because when we try to reverse it is working and the sound on auscultation is perfect. But when we try to extend the implant after reversing the sound on auscultation is perfect at the initial part but it comes to a dead end after the same time we had reversed the implant.